Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The complaint device showed signs of clinical use, and inspection of the blades revealed abnormal wear. The shaft of the device was bent and twisted. A cut test was performed and found that the device failed cut testing. The distal portion of the blades was dull and did not provide a clean cut; however, the proximal and middle portions of the blade provided acceptable cuts. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root causes of the reported event are the user attempting to cut staples or clips, non-soft tissue, excessive amount of tissue, or a dull or damaged blade as a result of clinical use. The instructions for use state: - do not directly apply current to staples or clips. - instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. - if cutting of staples or clips is attempted, damage to instrument may occur. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported that the 5dcs scissors were not sharp at the tip, and the blades were not cutting properly. The surgeon used the center of the blade to try and cut since the tip was not sharp and accidentally cut the entire duct. Follow up is being conducted with the facility to determine patient status, how the duct was repaired, and if additional procedures were required.